Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the phenom 21 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. The reported guidewire was not returned with the phenom 21 catheter. Additionally, the guidewire size and model were not reported. Therefore, any contributing factors from the guidewire, including compatibility with the catheter, cannot be determined. Damaged location details: the phenom 21 catheter¿s tip and marker were examined, and no damages were noted. The catheter body was kinked at 23.0cm from the proximal end of the catheter hub and 88.5cm from the distal tip. No damage was found on the catheter hub. No other anomalies were found. Testing/analysis: the phenom 21 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. It was tested by running an in-house 0.021-inch mandrel through the hub without issue; resistance was felt along damaged locations. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was confirmed, as resistance was observed while testing the returned phenom 21 catheter. Resistance was felt along the damaged locations. The root cause of the resistance complaint is that the phenom 21 catheter was damaged (kinked). However, the cause of the damaged catheter could not be determined. Possible causes include vessel tortuosity, incompatible devices, and user advance/retrieve devices against resistance. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for acute ischemic stroke, a guidewire did not pass through the phenom21 catheter, and catheter resistance was encountered. The procedure involved accessing the m1 vessel, which had a diameter of 2mm. The catheter was flushed as indicated in the instructions for use. The catheter was not implantable and was replaced by a medtronic product.